Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the power switch has a short circuit. As stated on the irs document, sticker removed from filter, no alarm/power switch as a short circuit.